Event description:
It was reported that the right atrial lead switched to unipolar pacing and was indicating an undefined impedance of greater than 9999 ohms. The lead was not capturing nor sensing. The lead was programmed off and is no longer in use, however it remains in the patient and will be evaluated for removal and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead switched to unipolar pacing and was indicating an undefined impedance of greater than 9999 ohms. The lead was not capturing nor sensing. The lead was programmed off and is no longer in use, however it remains in the patient and will be evaluated for removal and replacement. No patient complications have been reported as a result of this event. It was later reported that the right atrial lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.